Manufacturer narrative:
After further clinical review, this event has been determined to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a scheduled vena cava filter implantation; upon deployment, the vena cava filter became stuck in the sheath and would not deploy. The vena cava filter and delivery system was removed, another vena cava filter was prepped and deployed successfully without further incident. No reported patient injury.

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received one meridian femoral filter delivery system and a deployed meridian filter. The introducer sheath was not returned. The touhy-borst was returned loose. The delivery system was evaluated visually and by microscope (15x). No anomalies were noticed on the storage tube, tight spline or pusher pad. The filter was also returned bloody. All 6 arms and 6 legs/feet were present and intact. No anomalies could be identified visually. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the returned device and filter met all the required specifications. The complaint investigation is inconclusive for deployment issues as the filter was returned deployed and the sheath was not provided. The definitive root cause for this event is unknown. Labeling review: the meridian filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.